Event description:
A us distributor reported that an electrode belt and reported the belt was damaged and experiencing adjust belt and check pad messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged belt, adjust belt and check belt messages) has been confirmed. Upon investigation, the belt was unable to communicate with a monitor. The root cause for the failure was the front pulse wire was cut in belt trunk cable. The root cause for cut cable was physical abuse. No adverse event resulted from the damaged belt.